Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the issue further on-site and found out that the ventilator's inspiratory pipe was defective and required replacement. After replacing the inspiratory pipe, the ventilator passed all functional and safety test and was returned for clinical use. It is recommended that a complete cleaning of the system should be performed before carrying out preventive maintenance. The reported issue is detected during the mandatory pre-use check, or by various alarms if active during ventilation. The replaced part was not returned for investigation . Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).